Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system, and confirmed the reported issue. The bed assembly was replaced to resolve the reported issue. No report of patient involvement.

Event description:
The hospital reported a broken stud on the bed assembly, which could cause a patient fall. There was no report of patient involvement.